Manufacturer narrative:
Article citations: "cheap breast implants blamed as cancer clusters uncovered around australia", yahoo7 news, 27/aug/2017; "rare blood cancer linked to breast implants on the rise in australian women", channel 9news, 28/aug/2017. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Through yahoo7 news article titled ¿cheap breast implants blamed as cancer clusters uncovered around australia' patient reported they ¿had breast implants to boost [their] confidence but they left [patient] fighting for life.¿ patient is additionally addressed in channel 9news video article titled ¿rare blood cancer linked to breast implants on the rise in australian women¿. Video states patient received first breast implants, they were replaced, and then patient received lymphoma alcl diagnosis. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma.